Event description:
Additional information received on december 21, 2018: the procedure performed was a cerebral angiogram. It was reported that within 24 to 48 hours, the patient developed a pseudo aneurysm and was treated with a thrombin injection. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor stated that a 6fr angio-seal sheath was used for a caratiod study. Nine hours later the patient was in the ICU using the bed pan and complained of sever groin pain, pressure dropped in a very short time frame and a blood infusion was given. There was a suspected rp bleed. The patient became stable and the condition improved. No intervention needed. The patient was still in ICU. There was no issues with arterial access or difficulties with insertion, deployment or withdrawal of the angio-seal device. A pre-deployment angiogram was performed and looked good, caudal to the ligament. The procedure was completed as normal. Additional information received on (B)(6) 2018: the blood loss amount was unknown however it was severe enough that it caused the patient to be hypotensive in the 80s and had to be transfused with blood. A cat scan of the abdomen pelvis showed a significant retroperitoneal bleed. The patient was doing well after 45 minutes of manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.